Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, it was observed that the patient had burn marks on the skin. The burn was treated with oral antibiotic and a topical skin cream. The same device was used to complete the procedure. The patient is doing fine. The sales rep noted that the hospital had stated that it was the harvester's technique that caused the burn mark and not the device.